Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had no audible alarms for asystole between 12/6/20 19:08:29 and 12/6/20 19:09:17. The patient was being monitored on a telemetry transmitter. Logs being sent in for investigation. No patient harm or injury was reported. Investigation summary: the nursing staff wanted to know: 1) if there was an audible alarm, 2) if alarm was silenced. The available data was sent to nihon kohden corporation (nkc) for analysis: "we found that there was a history of asystole alarms at that time, and that the asystole waveform was well preserved. We believe that the asystole alarm was sounding normally at that time." "We would like to check the operation history of the customer at that time and see if any errors have occurred. We received the jacob martinez - log files.txt file, but we could not investigate it because the necessary information was deleted. Please send us the cns logs that you obtained." The required cns logs could not be obtained, thus further analysis could not be completed. The portion of analysis confirms the device detected and preserved the alarm as intended. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no audible alarms for asystole. The patient was being monitored on a telemetry transmitter. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) that there were no audible alarms for asystole for the time in question which was on 12/06/20 at 19:09:17 pm. The customer is requesting an event investigation. The patient was being monitored on a telemetry transmitter. Logs being sent in for investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter: model: zm-531pa, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) that there were no audible alarms for asystole for the time in question which was on (B)(6) 2020 at 19:09:17 pm. The customer is requesting an event investigation. The patient was being monitored on a telemetry transmitter. Logs being sent in for investigation. No patient harm was reported.